Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion, occlusion and excessive no delivery alarm tests. No unexpected battery out limit alarms noted. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. No unexpected battery out limit alarms noted. No slow battery change alarms noted. No display anomaly noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported by the customer's father, that the customer woke up with blood glucose levels of 206mg/dl, treated and went to school. The father also reported that while at school the customer had high blood glucose levels of 350mg/dl. The father picked her up from school and gave her a manual injection and took her to the emergency room. Date of hospitalization 09/04/2014. The customer's blood glucose level at the time if hospitalization 350mg/dl. It was also reported that the pump received a battery out limit alarm as well as a button error alarm. Advised insulin pump would be replaced. No additional information was provided.